Event description:
It was reported that the monitor is indicating machine failure. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which the fse did not confirm the reported problem. The operation check passed and the machine returned to normal. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The operation check passed and the machine returned to normal. The device remains at the customer site and no further evaluation is warranted at this time.